Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted in the right ventricle (rv) but was not used. The physician noted that after multiple attempts, the stylet appeared to have difficulty advancing past the rv coil/lead interface. There was a kink in the lumen of the lead that the stylet could not get past. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using a stylet sample in the lab, the stylet passed through the lead coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.